Event description:
Caller reported a cgm error, identified as error 42, with the g6sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for a pump reset, and after following these instructions, the caller successfully restarted their sensor session without any further errors.